Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the physician noted that insulation layer on the right ventricular (rv) lead was broken and blood was inside of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.